Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with device in backup vvi. Device restoration was performed successfully. The patient will continue with regular follow up.